Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus ventilation port leaks air until back pressure is applied, while unit is in the off position. The event was discovered during in-service training and no patient was involved.